Event description:
It was reported that the patient had complained of infrequent phrenic nerve stimulation since implant despite optimal programming of the left ventricular pulse width and voltage. The device was subsequently replaced.